Event description:
Patient swabbed per guidelines for rule out. Swab inserted into right nare by rn. Upon removal of swab, cotton covered wire curette was no longer attached. (B) (4) notified and attempts to remove by suction were unsuccessful. Ocean nasal spray ordered, but thus far curette is still lodged in nares.